Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), a representative (rep), and a consumer regarding a patient who was im planted with a neurostimulator (ins). It was reported that sometime last night, the patient began charging their ins, but the screen froze, displayed a ¿software problem¿ message, and the remote became unresponsive. The patient also stated they felt a surge of intensity of the stimulation that maintained until they were able to speak with the rep. The rep instructed the patient to remove the rechargeable battery from the patient programmer (pp), wait ten seconds, and replace the battery. The patient was then able to control the system as normal. The patient stated they considered the event to be resolved and would not be seeking follow-up. The rep stated they had no further information. No further complications were reported.